Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es quantities were incorrect and there was a stockout. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the quantities were incorrect and there was a stockout. A technical support specialist (tss) connected remote smart service to cii safe, brought down the application and went to support, made a backup of the database, cleared the inventory for the location, and resent messages from the es server. The system functioned as intended after the technical support specialist troubleshot the device.